Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® push button blood collection set, the customer noticed blood leaking around the safety button causing slow fill. Some blood leaked on lab assistant's hands; no health impact or consequence reported as ppe was worn.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. Therefore, 30 retained samples underwent functional tests to assess the device's functionality. All 30 samples passed the tests, showing no evidence of defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® push button blood collection set, the customer noticed blood leaking around the safety button causing slow fill. Some blood leaked on lab assistant's hands; no health impact or consequence reported as ppe was worn.